Event description:
It was reported that the stent came off the stent delivery system (sds). It is unknown when this occurred or if the stent remains in the patient. The account could not provide any additional information and the device was discarded. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2014. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.